Manufacturer narrative:
An unspecified femoral head was also explanted during the revision procedure. It cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the surgeon performed a washout (head/liner exchange) due to infection.